Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, a supera stent was successfully implanted in the left superficial femoral artery (sfa) and the patient was discharged home the following day. On (B)(6) 2014, an angiogram was performed revealing re-stenosis in the supera stent and intervention is scheduled for (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of restenosis is listed in the supera peripheral stent system instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.